Event description:
It was reported that (1) devices was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument jaw would not close properly. Another instrument was used to complete the case. There was no consequence to the pt.